Event description:
It was reported that, two weeks after implant and initial fill, the pump was still completely full: 40ml was drained off. An opacification test, to ensure the permeability of the catheter, revealed no anomalies: the test was good. Pump was replaced. Catheter permeability was checked and noted as fine; only the pump was changed. Drug delivered via the pump was morphine aguettant 10mg/ml; the pump was programmed at 1mg/day. They diluted the morphine with serum. Following pump replacement patient outcome was noted as "feeling good".

Manufacturer narrative:
Catheter model: 8731sc, serial # unk, implanted on: unk, explanted on: unk.